Event description:
It was reported that balloon ruptured. A 2.25 mm x 15.00 mm agent dcb balloon was selected for the procedure, during the procedure, balloon ruptured. Device was removed without any problem using the normal method. Procedure was completed using different device and no patient injury was reported.